Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 08-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that refrigerator lost power. A field service engineer powered everything down, removed front panel and cleaned lint from vent. The field service engineer then replaced battery and powered on station and found that temp went down after a few minutes. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ es refrigerator had lost power, it will not be powered up. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.